Event description:
It was reported to philips that the heartstart mrx defibrillator failed the pacer test for therapy selector. There was no negative patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.